Event description:
Five advia centaur results for free triiodothyronine (ft3) were reported out incorrectly due to using incorrect units. The assay was moved to a back-up instrument that was set on the default units - ng/ml. All three levels of quality control (qc) were <1.0. The results were transferred to the laboratory information system (lis) as number and reported with the incorrect units without conversion. When the customer identified the problem four samples were rerun and corrected results were reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the incorrectly reported ft3.

Manufacturer narrative:
The siemens technical solution center (tsc) analyzed available data and confirmed that the instrument was set on t3 default units ng/ml while the customer was reporting t3 in ng/dl. The results were transferred from the instrument to the lis without conversion. Target values for qc were not set on the back-up instrument. The results were reported out by the customer without verifying the results, measure units and qc results. The cause of incorrect ft3 results was an operator error because default unit of measure was in the test definitions when the test was activated on this instrument. The operator did not edit the test definitions to use ng/dl as unit of measure.